Event description:
Dealer alleges the consumer's sip and puff came out of his mouth and he had to wait until he ran into something to stop. He ran into the wall and bent his pivot tubes.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.